Manufacturer narrative:
Device is a combination product. Device evaluation by MFR: synergy ous mr 4.00 x 20mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts from the 4th to 7th strut rows distally from the proximal end of the stent were lifted and pulled distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no issues. A visual and tactile examination of the hypotube found a kink 41.4cm distal to distal end of strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 12jun2020. It was reported that crossing difficulty was encountered. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. Following pre-dilation with a non-bsc balloon catheter, a 4.00 x 20 synegy drug-eluting stent was advanced but failed to cross the lesion due to severe calcification. The procedure was completed with another of the same device. No patient complications were reported and the patient condition was fine. However, device analysis revealed stent damaged.